Event description:
The customer reported the system displayed a bad iris error message upon boot up. The system operation was terminated. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service cal. The system was tested and found to be working as intended and put back into service.